Manufacturer narrative:
The actual cprt stat-pads from the event were not returned to zoll for evaluation. Instead, electrodes from retained samples of the same lot number 1825f were investigated. Evaluation of the retained electrodes did not reveal any irregularities that would have contributed to the reported event and concluded that the samples were assembled according to specification. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation. Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the gel came off the electrode pad prior to placement on the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.